Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent cartridge alarms (alarm 01) occurred shortly after loading a cartridge onto the pump. A cartridge change was performed and inaccurate fill estimates were received. Additionally, it was reported that multiple, intermittent empty cartridge alarms occurred. Cartridge changes were performed to address these alarms. Customer's blood glucose level was 200 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.